Event description:
The customer reported that the battery life of their device was depleting rapidly. There was no adverse impact to the customer's blood glucose level. The customer, who was out of warranty, declined further assistance or follow-up as they were in the process of obtaining a new tandem device.